Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm checked internally for lose connections, applied vacuum grease to connection port connecting the transport balloon pump to the main housing. The stm tested the iabp overnight. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use in a patient rapid gas loss occurred on a cardiosave intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.